Manufacturer narrative:
Concomitant medical products: logic cc tib insert size 4, 17mm (cat# 02-012-65-4017 / serial# (B)(4)); logic post. Aug. Block size 4, 5mm (cat# 02-010-06-0541 / serial# (B)(4)); lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)); logic stem ext 14mm x 40mm (cat# 02-012-60-1440 / serial# (B)(4)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)); cc distal fem augment sz 4, 5mm (cat# 208-05-04 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon revised the femoral components of a logic cc knee that he implanted on (B)(6) 2017. During the case surgeon noted incomplete fixation of the femoral device. There was no breakage of a device or surgical delay/prolongation. Patient was revised to exactech components. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the revision cannot be confirmed from the information provided but was likely the result of an insufficient bond between the femoral component and the bone. Potential contributions from patient-related conditions and/or cement issues to the reported failure cannot be confirmed from the reported information and the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.